Event description:
A surgeon reports that following intraocular lens (iol) surgery, a patient experienced persistent increased iop (intraocular pressure) and pigmentary dispersion. The iop normalized with topical and oral anti-glaucoma medication, but increased if the treatment was discontinued. The association between this event and the iol is not known. Additional information has been requested.